Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the 6 fr dual lumen powerline catheter began leaking at the purple hub. Device was removed on (B)(6) 20/17, catheter was flushed after removal and a subtle leak was noted. When the catheter was clamped it was reported that the catheter leaked a lot. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed, however, the root cause is unknown. One 6 fr dual lumen powerline chronic catheter was returned for evaluation. An initial visual observation showed the catheter was returned in three segments. Use residue was observed on all of the returned segments. Multiple indentations were observed in the extension legs and the ink on the extension legs was observed to be worn away. A split was observed in the tubing of the purple extension leg within the distal end of the luer connector. Both lumens of each segment were flushed and pressurized with a 12 ml syringe of water. A leak was observed emanating from the split observed in the extension leg tubing of the purple lumen. A microscopic observation revealed the fracture surfaces of the split in the extension tubing of the purple lumen were rough and exhibited cracks/fissures and beach marks, which are typical of material fatigue. The tubing material of the purple and red lumens were observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points in the purple lumen. The root cause of the observed split is currently unknown; however, possible contributing factures include material fatigue and excessive manipulation of the extension leg. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the 6 fr dual lumen powerline catheter began leaking at the purple hub. Device was removed on (B)(6) 2017, catheter was flushed after removal and a subtle leak was noted. When the catheter was clamped it was reported that the catheter leaked a lot. No patient injury was reported.